Event description:
It was reported that patient underwent left partial knee arthroplasty utilizing a tibial template on (B)(6) 2013. During the procedure, it was discovered the "aa" tibial template was mislabeled to an "a" when the surgeon trialed the baseplate with the keel. As a result, additional cuts were made in order for the bearing to fit.

Manufacturer narrative:
Investigation into this issue is ongoing. Further information will be provided in a supplemental report once the investigation is complete.